Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7145973. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing lower back pain and inadequate pain relief despite reprogramming. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a procedure wherein one of the patients leads was explanted and the other lead was repositioned. The patient was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.